Manufacturer narrative:
F10: device: 2502, 2203=host tissue overgrowth h3: examination of the ring in co's laboratory revealed eleven intact sutures which is consistent with the reported dehiscence and regurgitation noted clinically. Extensive mechanical disruptions were noted on the sewing ring which appeared artifactual of explant. Additionally, host tissue overgrowth was noted on the sewing ring. No further inconsistencies were noted. H6: =x-ray analysis continuation of pt's disease process necessitating valve replacement.

Event description:
This event was reported as dehiscence, regurgitation, shortness of breath, pulmonary hypertension, cardiomegaly, congestive heart failure and morbid obesity. No further info provided.